Event description:
It was reported that the left ventricular lead dislodged. It was noted that the lead exhibited high capture thresholds. The lead was explanted and replaced. The patient was in stable condition.